Event description:
Complainant alleged that the clincian was administering a shock to a pt (age and gender unknown), but when the energy was delivered to the pt, there was no audible thump indicating that the pt had rec'd the energy. The clinician then obtained another device and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Subsequent to the event, the facility's biomedical engineering dept was unable to duplicate the reported malfunction.